Event description:
It was reported the pt was unable to turn the stimulation off. The pt verified with the pt programmer the yellow off light was lit. When the pt attempted to turn the ins on again and attempted to increase or decrease the stimulation there was no effect. The pt attempted to turn the stimulation off again. The pt still felt stimulation. The pt remained at home in fair status. Add'l info indicated for the last 1-2 yrs the pt could feel stimulation "electrocuting" her in the back area when the device was turned off. It was unk what was causing the sensation. The pt was told the only way to solve the issue was to get the leads removed. The pt had not seen their hcp for 6 years. The pt was seen in the clinic in february. The pt programmer showed the ipg was off. The physician programmer showed the ipg was off. The amplitude was decreased to "0". The pt reported she still felt stimulation with ipg off and amplitude at "0". The pt requested the unit be removed. Approval was still being obtained.

Manufacturer narrative:
(B) (4).